Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, after a "successfully" transfemoral tavr procedure, upon removal of a 16fr esheath a small section from the tip of the sheath was missing. The missing section (¿bit¿) of the sheath could not be located in the patient. There was no resistance on introduction of the sheath or withdrawal of the sheath. There was a vascular complication noted upon removal of the sheath caused by the failed closure device and not the sheath. A covered stent was deployed to successfully treat the vascular complication. Per report, there was no indication of the sheath tear on either insertion or removal of the sheath. It was thought that it might have occurred during insertion of the valve through the sheath. In the physician¿s opinion, ¿the valve may have caught the tip of the sheath as it passed through due to the heavily calcified vessels and the tip of the sheath may have been bent a little allowing it to catch.¿

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The sheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: sheath liner was expanded as designed with no liner tear, distal tip damaged and piece of distal tip missing, hdpe and soft tip stretched at split tip section, soft tip stretched in distal direction, slight scratches on sheath shaft and slight king at distal tip. Functional and dimensional testing was unable to be performed due to the condition of the returned sheath. The complaint was confirmed by visual inspection. Pictures of the device was provided and reviewed. The pictures reveal that part of the sheath tip appears to be missing. During manufacturing per procedure, the sheath shaft components and tip are 100% visually inspected. During the manufacturing process the esheath undergoes 100% visual inspection by both manufacturing and quality per procedure. During product verification testing samples are tested for any fragments that may have detached during sheath expansion testing. The sheath soft tip bonds are tensile tested and all samples passed these tests. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the reported events. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to this event. A review of the lot history revealed no other similar complaints related to ¿sheath distal tip ¿ separated¿. A review of the complaint history from january 2018 to december 2018 revealed no other similar returned complaints for the above trend category. No manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified, an fmea assessment is not required per procedure. The complaint for ¿sheath distal tip ¿ separated¿ was confirmed through visual inspection of the returned device during engineering evaluation, but no manufacturing non-conformances were identified. A review of the IFU/training manual revealed no deficiencies, while a DHR review, lot history review, and complaint history review did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that the esheath has proper inspections in place to detect issues related to the complaint event. Per report, ¿the patient had mild tortuous and severely calcified vessels.¿ per the IFU and training manual instructions, the sheath tip should be inserted past the aortic bifurcation and ¿access vessels should be without severe obstructive calcification or severe tortuosity.¿ the presence of severe calcification can weaken the sheath tip and shaft, which can result in the scratches and soft tip damage noted on the sheath during visual inspection. As the tip becomes weakened, it can increase the likelihood of the tip tearing when the delivery system and valve is passed through the tip. Per the provided imagery and device visual inspection, the soft tip material can be seen stretched and pointed in the distal direction, suggesting that the sheath tip may have torn during advancement of the delivery system and valve. If the tip was damaged due to calcification, it is possible for the valve struts to more easily catch on the sheath tip as it is advanced. The complaint description also notes ¿there was no resistance on introduction of the sheath or withdrawal of the sheath¿ and that ¿the valve may has caught the tip of the sheath as it passed through because of the heavily calcified vessels and the tip of the sheath may have been bent a little allowing it to catch.¿ the complaint was confirmed, but no manufacturing non-conformances were identified in the returned device. In this case, available information suggests that patient factors (severe calcification) contributed to the reported event. However, based on available information, a definite root cause is unable to be determined at this time. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rates do not exceed the december 2018 control limit for the respective trend category. Therefore, no corrective or preventative action is required at this time.